Manufacturer narrative:
No obsrevable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot hitory was not possible since the lot number was unavailable from the dr.

Event description:
Lab tech. Reported that an abutment screw kept loosening. The hex rounded off. The dr elected to cut off the crown. Pt is same pt as prior MDR report m764666.